Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load process. Subsequently, the screen was white and although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no impact to the customer's blood glucose level. Reportedly, the customer has lantis available as alternate insulin therapy.